Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a constant tone. The battery was replaced and the screen was frozen. The customer stated that the time was not displaying and the buttons were unresponsive. Advised the customer to revert to back up plan. No further info was provided.